Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The customer's complaint was not confirmed. No damage was found during inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to de determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus. However, an evaluation has not been performed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available,this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the shaft was bent. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient involvement, associated with the event, reported to olympus.